Event description:
It was stated that "patient had 6.5x45mm long post screws bilaterally at s1, both of which were broken. Patient was seen in surgeons office. Revision surgery was done the following day in 2007. The two broken screws were extracted.

Manufacturer narrative:
Na